Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial:(B)(6); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012266595); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (0012294194); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx-34, the patient's computed tomography plan indicated undersized vessels of less than 6 mm. An initial attempt to deliver an 18 fr sheath was unsuccessful. A balloon dilatation was performed using a 6 mm balloon, after which the sheath was successfully delivered. A 34 mm valve was prepared, but the first advancement attempt was unsuccessful, and the device was withdrawn from the body. An additional balloon dilatation was completed. A new 34 mm valve was loaded into a new delivery catheter system and inserted into the patient. During a subsequent attempt to deliver the valve, the patient's blood pressure dropped, necessitating cardiopulmonary resuscitation. The device was withdrawn, and the patient's blood pressure dropped further. An angiogram revealed a large perforation of the right femoral artery at the access site. An 18 fr sheath was reinserted to tamponade the artery, and a vascular surgeon was consulted. The procedure was aborted, and a covered stent was delivered to the perforation.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 82.4mm with a perimeter derived diameter of 26.2mm, suggesting a 34mm transcatheter valve. Right transfemoral access was used as primary access for the procedure. Right iliofemoral arteries appeared calcified with a minimum diameter less than 6mm in the right external iliac. A peripheral balloon dilatation of the right external iliac was performed prior to attempting to advance the delivery catheter system. There is evidence that a sheath was inserted successfully after the balloon dilatation. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that attempts to advance the delivery catheter failed and a peripheral angiogram revealed a significant perforation in the right common femoral extending to the external iliac. Subsequently, a stent was implanted, and the bleeding was contained. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx-34, the patient's computed tomography plan indicated undersized vessels of less than 6 mm. An initial attempt to deliver an 18 fr sheath was unsuccessful. A balloon dilatation was performed using a 6 mm balloon, after which the sheath was successfully delivered. A 34 mm valve was prepared, but the first advancement attempt was unsuccessful, and the device was withdrawn from the body. An additional balloon dilatation was completed. A new 34 mm valve was loaded into a new delivery catheter system (dcs) and inserted into the patient. During a subsequent attempt to deliver the valve, the patient's blood pressure dropped, necessitating cardiopulmonary resuscitation. The device was withdrawn, and the patient's blood pressure dropped further. An angiogram revealed a large perforation of the right femoral artery at the access site. An 18 fr sheath was reinserted to tamponade the artery, and a vascular surgeon was consulted. The procedure was aborted, and a covered stent was delivered to the perforation. Additional information was received to report the perforation occurred during the attempt to advance the second dcs and valve. Per the physician, the guidewire (manufacturer unknown) buckled at the femoral artery which caused a blockage "upstream". As a result, the dcs was a contributing component that tore the femoral artery.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx-34, the patient's computed tomography plan indicated undersized vessels of less than 6 mm. An initial attempt to deliver an 18 fr sheath was unsuccessful. A balloon dilatation was performed using a 6 mm balloon, after which the sheath was successfully delivered. A 34 mm valve was prepared, but the first advancement attempt was unsuccessful, and the device was withdrawn from the body. An additional balloon dilatation was completed. A new 34 mm valve was loaded into a new delivery catheter system (dcs) and inserted into the patient. During a subsequent attempt to deliver the valve, the patient's blood pressure dropped, necessitating cardiopulmonary resuscitation. The device was withdrawn, and the patient's blood pressure dropped further. An angiogram revealed a large perforation of the right femoral artery at the access site. An 18 fr sheath was reinserted to tamponade the artery, and a vascular surgeon was consulted. The procedure was aborted, and a covered stent was delivered to the perforation. Additional information was received to report the perforation occurred during the attempt to advance the second dcs and valve. Per the physician, the guidewire (manufacturer unknown) buckled at the femoral artery which caused a blockage "upstream". As a result, the dcs was a contributing component that tore the femoral artery. Additional information was received that the guidewire that buckled was a non-medtronic product (lunderquist cook).